Event description:
Consumer called to report meter not comparing to a lab test. Analysis run on clark error grid using lab reading (46) as reference point vs. Bd readings (78) yielded some data points in the d range of the grid, outside acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.